Event description:
It is reported that the im rod was stuck in the femur, and the surgeon had to impact on the rod itself. While impacting, the spike broke off.

Manufacturer narrative:
The device is in transit to zimmer warsaw. Our investigation will be initiated upon receipt of the device. This report will be amended when our investigation is complete.